Event description:
The customer reported experiencing low blood glucose and paramedics were called out. Then the customer went to her doctor's office where a carelink report was printed and revealed that she did not bolus for two days, but the customer stated that she has bolused. Troubleshooting was performed. The blood glucose reading at time of call was 48mg/dl. The customer's most current glucose level was 248mg/dl. Troubleshooting was performed. The programming and time were correct. The bolus history showed that there was no bolus history for one day because the date on the insulin pump was incorrect. The customer was treating for low blood glucose and may be over treating causing a high blood. Then the customer treats with the insulin pump and her blood glucose went down. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.